Event description:
Customer stated that he is taking blood thinner medication due to a heart stint he got inserted recently. Customer reported that he will get a lot of blood at site when he inserts the sensor and managed to stop the bleeding but received a lost sensor alert. During troubleshoot; customer stated he is not actively bleeding, the sensor was not pulled or tugged after inserting. Customer sated that blood is visible on sensor connector. Customer was advised to replace sensor due to damage. Blood glucose of 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.